Manufacturer narrative:
Additional information: d9, h3, and h6. H10: the device was received for evaluation. During visual inspection, the male luer lock was observed separated from the tubing. The insertion of the tubing into the male luer was measured and the results were found to be according specification. Due to the nature of the condition, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3 and h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the male luer lock was observed separated from the tubing. The reported condition was verified. Due to the nature of provided sample no further testing could be performed; therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity (also reported as two [2]) one-link non-dehp y-type microbore catheter extension sets separated. The event was further described as the ¿bifuse are breaking¿. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.